Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
There was no evidence of any manufacturing or material deviations in this investigation.